Manufacturer narrative:
This supplemental report is being submitted with an updated evaluation conclusion code. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a follow up visit, this right ventricular (rv) lead had an increase in pacing threshold measurements. The measurements were still within acceptable parameters. No adverse patient effects were reported. The lead remains implanted and in service. Additional information was received that this patient was subsequently implanted with an upgraded device. This rv lead was surgically abandoned and replaced during the elective upgrade procedure due to chronic high threshold measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a follow up visit, this right ventricular (rv) lead had an increase in pacing threshold measurements. The measurements were still within acceptable parameters. No adverse patient effects were reported. The lead remains implanted and in service. Additional information was received that this patient was subsequently implanted with an upgraded device. This rv lead was surgically abandoned and replaced during the elective upgrade procedure due to chronic high threshold measurements. No additional adverse patient effects were reported.